Event description:
It was reported that there was a right ventricular lead integrity alert due to noise and impedance issues. Further review of the transmission indicated that there was no lead issue however a ventricular rhythm issue. There was reported ventricular fibrillation and the patient received shocks. It was reported that the device did not terminate the ventricular arrhythmia. Review of the manufacture database reported that the patient was deceased. A cause of death was requested and not received. No further information was available regarding the death.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The initial reported event was received on (B)(4) 2013. Of note, the reportable malfunction (lead noise ) is normally submitted via a bimonthly medwatch report submission that should have been submitted on (B)(4) 2013. Information was subsequently received on 2013-10-29 and revealed patient died. As there is new information that reasonably suggests the device has or may have caused or contributed to a death, this event no longer qualifies for bimonthly reporting and is therefore being submitted as a 30-day report. Attempt(s) with the funeral home and physician office for additional information were unsuccessful. However, if requested additional information is subsequently received, it would be processed and considered accordingly. Implantable defibrillation lead product ID: 6935m62, implanted: (B)(6) 2013; implantable pacing lead product ID: 5076, implanted (B)(6) 2013; implantable pacing lead product ID: 4194 implanted (B)(6) 2013. (B)(4).